Event description:
It was reported that the index procedure was performed on (B)(6) 2011. The mid right coronary artery (rca) lesion was stented with a 2.75x28mm promus drug-eluting stent. The proximal rca was stented with an overlapping 3.5x28 promus drug-eluting stent. The stents were post dilated with a non-abbott balloon distally and a non-abbott balloon proximally. Final arteriography was performed and there were no complications. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient presented to the emergency room complaining of severe chest pain since hospital discharge. The patient stated that nitroglycerin did not alleviate the chest pain and also complained of weakness, nausea and vomiting. Upon questioning by hospital staff, the patient stated that she did not fill the plavix prescription that was given upon hospital discharge on (B)(6) 2011. Electrocardiogram showed st elevations. Percutaneous coronary intervention (pci) was performed for acute in-stent thrombosis in the rca. Thrombectomy was performed as well as deployment of a third 2.5x28 promus stent placed overlapping in the distal rca. Post dilatation was performed with excellent results. During the procedure, the patient had one episode of bradycardia and hypotension. Metoprolol was held. Atropine and dopamine were administered. Final diagnosis: acute inferior wall myocardial infarction secondary to acute stent thrombosis, transient bradycardia and hypotension treated with atropine and dopamine in cath lab. The patient was discharged (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional promus stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina, bradycardia (a form of arrhythmia), hypotension, myocardial infarctions, nausea, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.